Event description:
The customer reported being hospitalized due to ketoacidosis and high blood glucose over 300mg/dl, and her blood glucose was treated with the insulin pump and manual injections. The caller also mentioned having a viral infection. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula, and it was not bent or occluded. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.